Event description:
Following a diagnostic procedure, an angio-seal device was deployed after the physician had made several attempts to locate the correct site. The physician felt that a pre-placement angiogram showed the device had been deployed well above the bifurcation. Following device deployment, manual pressure was applied to control bleeding. In addition, the technician was able to stop the bleeding by pulling up on the suture. The pt had received 3000 units of heparin; however, no other thrombolytic agents were administered. The pt was transferred out of the cath lab and the suture was cut. Later that day, bleeding was noted at the puncture site; in pulses in the procedure leg were noted to be absent and the pt complained of leg pain. An angiogram revealed an occlusion of the superficial femoral artery(sfa). The pt was taken to surgery where the device collagen and anchor were found to have been deployed within the sfa. In addition, the surgeon commented that the deployment was close to the bifurcation. The pt was reported to be doing well.